Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 150 units of insulin. Blood glucose was not impacted. Reportedly, the customer was able to reload the existing cartridge successfully and resume insulin delivery.